Event description:
Event was reported to (B)(4) by an attorney. The patient suffered mesh erosion, extrusion, frequent infections, dyspareunia, recurrent prolapsed, recurrent and worsening incontinence, chronic pain and suffering, and other injuries as they become apparent. No further information has been provided.